Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Reported event was confirmed by review of radiographs. Review of the available records identified the following: initial images demonstrate anatomic alignment of the reverse-type right shoulder arthroplasty complicated by geosphere disassociation. Updated images demonstrate anatomic alignment. There was malalignment on the images with geosphere disassociation as noted. No loosening, radiolucency or other abnormality. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01752, 0001825034-2023-01751, 0001825034-2024-00218.

Manufacturer narrative:
(B)(4). Kconcomitant medical products: cat: 115330 lot: 289590 comp rvrs shdr glen bsplt +ha. Cat: 118001 lot: 047630 versa-dial/comp ti std taper. Cat: 115370 lot: 284530 comp rvs tray co 44mm. Unknown glenosphere. Unknown central screw. Report source: foreign- EU: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01766. 0001825034-2023-01767.

Event description:
It was reported that the patient's right shoulder was revised approximately seven months post-initial implantation due to the dislocation of the prosthesis. Intraoperatively, there was loosening of the central screw as well. Attempts to obtain additional information have been made; however, no more is available at this time.